Event description:
Reference number (B)(4) event occurred in the united states it was reported that the patient faced an infusion set cannula kinked event on (B)(6)2024. Event occurred after 3 or more hours of insertion. The insertion site was at back and abdomen. Infusion set was used for 7 and half hours. Patient replaced infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.